Manufacturer narrative:
The calibration was acceptable, and quality control (qc) results were within the range. The limitations section of the IFU states the following: "performance characteristics have not been established for the assay used in conjunction with other manufacturers' assays for specific sars-cov-2 serological markers. Laboratories are responsible for establishing their own performance characteristics. Results obtained with the assay may not be used interchangeably with values obtained with different manufacturers' test methods. A negative result for an individual subject indicates absence of detectable anti-sars-cov-2 antibodies. Negative results do not preclude sars-cov-2 infection and should not be used as the sole basis for patient management decisions. A negative result can occur if the quantity of the anti-sars-cov-2 antibodies present in the specimen is below the detection limits of the assay, or the antibodies that are detected are not present during the stage of disease in which a sample is collected. Results are not intended to be used as the sole basis for patient management decisions. Test results should be interpreted in conjunction with clinical observations, patient history, epidemiological information, and other laboratory findings." A false negative/non-reactive result would be correlated with clinical history and presentation and may lead to additional testing and/or continued precautions to avoid infection with negligible clinical impact. Although there is no potential for serious injury in this case, an MDR will be reported to the FDA as a requirement of the emergency use authorization (eua) and/or policy d. Siemens healthcare diagnostics is investigating.

Event description:
The customer obtained a nonreactive (negative) advia centaur cp sars-cov-2 igg (scovg) result that was considered discordant when compared to the reactive (positive) result from an alternate method for a patient sample. There are no known reports of patient intervention or adverse health consequences due to the discordant scovg result.

Manufacturer narrative:
Siemens filed the initial MDR 1219913-2021-00247 on may 07, 2021. May 10, 2021 additional information: the sample resulted non-reactive with advia centaur cp sars-cov-2 igg (scovg) lot 006 and reactive with the alternate method. There is not an expectation the siemens scovg assay correlates with all serology methods due to different antigens being used, different specificities and sensitivities of the serology methods and the assay architecture. A nonreactive test result does not exclude the possibility of exposure to or infection with sars-cov-2. Patient specimens may be nonreactive if collected during the early (preseroconversion) phase of illness or due to a decline in titer over time. In addition, the immune response may be depressed in elderly, immunocompromised, or immunosuppressed patients. No product non-conformance identified. No further evaluation of the device is required. The investigation finding, and investigation conclusion codes were updated.